Event description:
The manufacturer received information alleging a ventilator had failed calibration check. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board will need replaced to address the issue. Additionally, the machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan (both fans), muffler assembly, inlet and outlet side panels, tubing kits (fio2, blower, board and low flow o2), main housing, rear cover, fio2 housing, dual limb cup will need replaced due to contamination, which was not related to the malfunction/issue. Also, replacement of usb extension cable recommended as a precaution, which was not related to the malfunction.